Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse initially called to report receiving a lost sensor alarm. Customer does not use the sensor and was assisted with turning the sensor feature off. During the call; it was reported that the customer was experiencing high blood glucose over 600 mg/dl. Customer treated with the insulin pump only. Customer's spouse declined troubleshooting and stated that they will change the complete set and treat with manual injection.